Event description:
It was reported, during device change out for normal eri, externalized conductors were observed. The patient was asymptomatic and no electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.